Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis found that one ple60a device (b) was returned in good visual condition and with one ecr60g cartridge loaded on the device. The reload was received unfired and in good visual conditions. During further evaluation, the device was noted to be non-functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the battery died on the initial firing and would not fire (batch # l52e8t). Another device was used to complete the procedure. There was no patient consequence.